Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3057, lot# unknown , product type: screening device. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient in basic evaluation. The patient reported that she was feeling soreness on the incision site. Additional information was received from the patient and it was reported that the patient had back pain from the procedure even after the leads were removed. On (B)(6) 2017, the patient further reported that the healthcare provider (hcp) had a hard time getting the one wire in and finally gave up and where he put the wire was very sore and swollen. Patient was looking forward to having the therapy. Patient also reported that she went to hcp because she was gushing (baseline symptom) so much and wanted to talk with hcp about sling. Patient stated the hcp told her about interstim. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.